Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event. This report filed (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number two states, "failure to properly align and completely seat the components together can lead to disassociation." The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2011, due to disassociation. The taper adaptor was removed and replaced. The patient was further revised on (B)(6) 2011, due to disassociation. Inferior bone was removed from the glenoid and the taper adaptor and the glenosphere base plate were removed and replaced.